Event description:
The customer observed falsely elevated total bilirubin results generated on the alinity c processing module for multiple patients. The customer provided data from one sample: (B)(6) 2026, sid: (B)(6), (age/sex unknown) initial total bilirubin result was 4.67 mg/dl, repeated on another instrument 0.38 mg/dl (normal range 0.2 to 1.3 mg/dl). Additionally, the customer stated for multiple samples, the initial results were from 2.6 to 13.6 mg/dl, repeated on another instrument 0.27 to 1.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.